Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3,h6): manufacturing representative went to the site to test the system, replaced detector panel and tested the system with multiple 2d shot and 3d spins. All tests passed and were within mdt standards. Performed system checkout. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Installed detector panel in imaging system. The system did not initialized. The generator did not ready. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: (B)(6) rev. Ab, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that report a second occurrence of an imaging issue first reported on another case. Field service engineer (fse) reported that the issue had been traced back to a bad asic on the detector panel. There was a patient present. 2025-nov-14 e1 (rep): additional information received. It was occurred outside of procedure and occurred pre operatively. There was no reported delay and no reported impact to patient outcome.